Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information received, it was reported: "it was reported that the coupler is too loose and has a big scratch. The issue was observed during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no delay in patient treatment or cancellation. It was reported that there was no further information regarding the issue.¿ the product has not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device had signs of usage, and the center lens had a small breakage. The loose condition cannot be confirmed with the image provided. No other anomalies were noted. The overall complaint was confirmed as the observed condition of coupler ac ffl 19 would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Device history batch: null.

Event description:
It was reported that during an unknown procedure, that the coupler ac ffl 19 device coupler is too loose and has a big scratch. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.